Manufacturer narrative:
Unit received unable to verify compromised force sensor system alarm or perform the occlusion, prime and excessive no delivery test due to missing/detached end cap noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.